Event description:
Customer reported an over infusion of magnesium sulfate. Stated magnesium sulfate, 50 ml was hung as a primary to infuse over 1 hour. The user reported that after 15 minutes the 50 ml bag was empty. Customer requested an event log review to determine user programming. Discussed with customer the primary set in use had a 22-27 ml the priming volume. Customer stated there was still fluid in the administration set. Customer opened the roller clamp to measure the remaining volume and reported 10 ml of residual volume in set. There was no pt harm reported and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The customer stated that the product would not be returned and declined a failure investigation. Stated their internal investigation determined the cause of the volume discrepancy was the priming volume and the amount of fluid remaining in the set after the infusion completed.